Event description:
In this event it is reported that a 30k fsi-sli-fg-10s ins, pkd allegedly the insert is not vibrating and heating up. No injury reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Qty: (B)(4) 24218 30k fsi-sli-10s fg 00123211 tip lot#: ko (bul). 30k. Test method / gp005-wi02. Inductance: gauge ID#: 5349, due: 12/31/2026, result: 3.05. Meets spec, does not meet spec. N/a. Tip condition: meets spec, does not meet spec, n/a. Stack condition, meets spec, does not meet spec, n/a. Tested on: g137 gage ID#: 9626-2, due date: 03/31/2025, set pressure: 35 psi. Water flow: output rate: 35 psi, meets spec, does not meet spec, n/a. Spray: meets spec, does not meet spec, n/a. Water leak: hp sealing ring, proximal ring, distal ring. Seam leak, n/a. Vibration: meets spec, does not meet spec, n/a. Grip condition: meets spec, does not meet spec, n/a. Other visual observation: visually inspected and verified insert has no water flow. Could not do a digital thermometer reading (no water flow). Alleged event: confirmed, not confirmed.